Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon expanded past the marker band. The lesion was located in the left anterior descending (lad) artery. The lesion details are unk. A quantum maverick 8mm x 3.0mm balloon was inflated to post dilate an implanted promus 3.0x15mm stent. The balloon was inflated to 16atm and it was observed that the balloon expanded 6mm beyond the marker band on the distal end. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon expanded past the marker band. The lesion was located in the left anterior descending (lad) artery. The lesion details are unknown. A quantum maverick 8mm x 3.0mm balloon was inflated to post dilate an implanted promus 3.0x15mm stent. The balloon was inflated to 16atm and it was observed that the balloon expanded 6mm beyond the marker band on the distal end. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: the returned device was soaked in a circulating water bath for 48 hours to loosen the excessive amount of contrast found in the balloon and lumen. An attempt to inflate the balloon to nominal pressure after soaking was unsuccessful. Functional testing could not be performed due to either the excessive amount of contrast present in the lumen or the shaft damage/pinched that was found 12 centimeters proximally from the distal end of the tip or a combination of both. Although the device could not be inflated to nominal pressure, markerband positioning was measured in a deflated state. Due to the condition of the device markerband to balloon transition cannot be confirmed as this measurement requires balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).